Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter; ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 4000 mcg per ml of baclofen at 770 mcg per day via an implantable pump for intractable spasticity. It was reported the patient had a return of spasticity. The managing center gave the patient a bolus and it did not help. A dye study was performed and the catheter could not be aspirated. There were no environmental/external/patient factors that may have led or contributed to the issue. The existing catheter was completely removed and a new catheter was implanted on (B)(6) 2019. There appeared to be a kink in the catheter right next to the pump connector. The patient's daily dose was reduced to 500 mcg/day. It was unknown if the revision resolved the reported issue. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter was disposed of by the technician. It was noted it was not definitive if the catheter was kinked or not. It was unknown how the patient was doing at this time or if the lack of therapy had resolved. No further complications were reported or anticipated.